Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that during a cataract intraocular lens (iol) implant surgery, the vitrectomy function of the system did not work. The vitrectomy was performed manually and the anterior chamber intraocular lens (iol) was implanted. There was no pt harm and he was recovering well after surgery. Add'l info has been requested, but not received to date.